Manufacturer narrative:
Customer did not respond to repeated requests for additional information regarding the alleged event. Blank fields in the MDR form represent unknown information. If further information is received in the future, a supplemental report will be filed.

Event description:
Customer emailed the customer service email stating that "a patient had a codman medstream intrathecal pump in situ for around 9 years. Unfortunately, it has now begun to fail and malfunction and as such is not safe for continued use." Customer inquired about how to silence the low volume alarm after emptying the pump. Customer is located outside of us. No further information regarding the alleged adverse event/malfunction was provided. Date of alleged incident, patient information, medication and indication of the pump, model and serial number of pump was not provided.